Event description:
Related manufacturer report number: 2017865-2022-12136. It was reported during in clinic follow up that the right ventricular (rv) and right atrial (ra) lead had lost capture. X-ray imaging showed that both leads had dislodged. During attempted repositioning, it was found that the right ventrciular lead was also exhibiting low pacing impedance. The leads were explanted and successfully replaced. The patient was stable.